Event description:
Customer reported via phone, the insulin pump alarmed compromised forces sensor system. Customer's blood glucose was unknown. Customer was advised to revert to back up plan and device need to be replaced. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.